Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the blood glucose was high and the drive support cap was flush. The customer reported that they had been having high blood glucose over the last 5 days. Patient's blood glucose at time of incident was 271mg/dl. Patient's current blood glucose was 396mg/dl. The customer treated for high blood glucose with manual injection. Based on customer report customer does not allege pump was under delivering. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with loose/flush drive support disk and customer applied excessive adhesive to the drive support cap. However, unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked reservoir tube lip and stained address/serial number label.